Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a failed transmitter error occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Describe event or problem correction "it was reported that, a failed transmitter error occurred... The root cause was determined to be a failed transmitter error." Event problem and evaluation codes - correction "conclusion code(s): (B)(4).

Event description:
It was reported that, a pair new transmitter alert occurred. The root cause was determined to be low transmitter battery voltage. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be a low transmitter battery voltage.